Event description:
On 07/02/2008, the patient reported experiencing elevated blood glucose of 539 mg/dl and she felt nauseous. She bolused to lower her blood glucose. She stated that she began taking iron sucrose treatments. Troubleshooting did not reveal any product issues. Upon follow up in 2008, the patient stated that her blood glucose was "fine" and she believes her insulin was bad. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.